Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "comparative transcatheter intervention for pulmonary valve stenosis: multicenter collaborative study across pediatric and veterinary cardiology centers". The objectives of this study were to describe characteristics and immediate outcomes in children and dogs with congenital pulmonary valve stenosis (ps) that underwent balloon pulmonary valvuloplasty (bpv) or stent implantation. This was a multicenter, retrospective review from 2 pediatric and 3 veterinary centers. Transcatheter ps intervention, including either bpv or stent implantation, was performed in 78 children and 165 dogs during the two-year study period. Balloon pulmonary valvuloplasty was performed in 77 children and 145 dogs, whereas transpulmonary stent implantation was performed in one child and 20 dogs. In all 78 children, a percutaneous access needle using the modified seldinger technique was used for vascular access. The right femoral vein was used in 72 of the children and the left femoral vein was in 6 of the children as the vascular access vessel. Non-medtronic balloons were used in the pediatric and canine bvp group. A resolute onyx coronary drug eluting stent was used in the one child who received stent implantation. The medtronic intrastent max ld as well as several types of non medtronic stents were used in the dog group which received stent implantation. The immediate success rate in the children included in this study was 96%. In the pediatric group, 6 children had arrhythmia, 3 children had atrial flutter, 2 patients had pulmonary insufficiency, and 1 child needed a second intervention and required subsequent catheterization for right ventricular outflow tract (rvot) stent.

Manufacturer narrative:
L.e. Markovic, b.a. Scansen, g. Hiremath, h.b. Kellihan, s.s. Tjostheim, c. Calkins, k.m. Hodges, e. Cahill, b. Tainter, m. Carter, d.w. Kim "comparative transcatheter intervention for pulmonary valve stenosis: multicenter collaborative study across pediatric and veterinary cardiology centers". Journal of veterinary cardiology (2025) 58, 26e37 doi: https://doi.org/10.1016/j.jvc.2025.01.001 a2: average age b3: date of publication no unique device identifier (lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.